Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparo oophorocystectomy. According to the reporter: white plastic sealing part would not return smoothly. Air leakage also occurred when scope was removed. It occurred from the beginning. Used other device. No bleeding. Nothing fell into the pt cavity. No tissue damaged. Not extended more than 30 minutes. No pt info available. No pt injury was reported.